Event description:
It was reported experiencing reflux, the surgeon removed the fill but soon after diagnosed a band slippage. Follow-up findings with the patient and the surgeon reported that surgery was performed and a revision procedure was done to correct the band slippage. The lap-band system remains intact and functional.